Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 1.0. Second test inr = 3.1. Third test inr = 0.9.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070614: first test inr = 1.0, second test inr = 3.1, third test inr = 0.9. Mean = 1.66; sd = 1.24; %cv = 74%. The %cv is greater than to 20%. Per internal procedure the precision failed the criteria for precision. Products will be tested when returned.